Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 135 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.